Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The monitor was returned and evaluated at the distributor, in accordance with recommendations from zoll manufacturing corporation. The reported problem (response buttons non-functional) was confirmed. Upon investigation the response buttons were intermittently non-functional. The cause for the failure was an intermittent response button switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had response buttons that weren't working.